Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. The cg would start over with new supplies. The baxter technical services representative advised the cg to contact the nurse about the event. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about the supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2011. She stated that the home patient had contacted her about the event, and that he has been doing well since and continuing therapy. The nurse confirmed that there were no adverse effects reported in relation to this event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).